Event description:
The customer reported to olympus that during reprocessing of the evis exera lll gastrointestinal videoscope, the scope had no air exiting out of the air duct. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle and foreign material was found coming out of the distal end due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water cylinder discolored, suction cylinder discolored, adhesive on angle rubber detached, connecting tube buckled, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that foreign matter may have remained because the reprocessing deviated from the instruction manual. There was no physical damage at the foreign material detection point. It was confirmed that reprocessing deviated from the instructions for use. The event can be detected/prevented by following the instructions for use which state: "before reprocessing, thoroughly review this manual and the manuals of the reprocessing equipment and chemicals that will be used for reprocessing. Reprocess all the devices as instructed." Olympus will continue to monitor field performance for this device.